Event description:
It was reported that the patient experienced peritonitis, manifested by a stomach ache and lots of pain. The patient was hospitalized two days later, for the reported event. The treatment for the peritonitis was not reported. The patient was discharged from the hospital after three days and they were reported to be recovering from the reported event. Additional information was requested, but is not available at this time. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13b04045, h12j03034, h13c07061, h13d16086 and h13e02083. All release criteria were met for these lots prior to their release. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient/event as (B)(4).